Event description:
It was reported that during the implant procedure the lead was placed correctly in the auricle. After manipulations during the implant, the lead dislodged. When the physician attempted to retract the helix, it did not retract. The lead was extracted and it was seen that the helix was inside the lead even though it did not respond to the turn. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) the full lead was returned and analyzed. No anomalies were found, however, blood was observed in/on the helix/lobe mechanism.